Event description:
Needle on winged infusion set placed in the portacath became dislodged from the winged part with tubing attached to it. Blood was pumping out of the needle onto pt. Needle was removed and site cleaned with bedadine and reaccessed with sterile needle. A new set was obtained and tests conducted by the in-house biomed engineering dept. It was found that considerable force was necessary to break the bond between the needle and the winged part. Also, considerable force was needed to remove the needle from winged part.